Event description:
It was reported bleeding/hematoma and thrombosis occurred. In (B)(6) 2023. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). The patient experienced bleeding from the left femoral access site and extensive lower extremity bruising. During a visit to the cardiologist, a hematoma was noted so an ultrasound was ordered. The ultrasound identified three (3) thrombi in the right leg and the patient was instructed to cease clopidogrel and begin apixaban. A follow-up examination will occur in (B)(6) 2023. It was further reported that the physician attributed all reported adverse events to post operative medication.

Event description:
It was reported bleeding/hematoma and thrombosis occurred. In (B)(6) 2023 a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). The patient experienced bleeding from the left femoral access site and extensive lower extremity bruising. During a visit to the cardiologist, a hematoma was noted so an ultrasound was ordered. The ultrasound identified three (3) thrombi in the right leg and the patient was instructed to cease clopidogrel and begin apixaban. A follow-up examination will occur in (B)(6) 2023.